Event description:
It was reported that a patient got squeezed between a footrest and a column cover of the axiom luminos drf system. The incident caused muscle rapture to the patient. The patient had an MRI, ultrasound nad electromyography exams performed after the incident. The reported event occurred in luxemburg.

Manufacturer narrative:
In (B)(4) 2010 siemens distributed a customer safety advisory notice "axiom luminos drf with compression device" via an update instruction ax072/10/s. This advisory notice contained a warning to the users to use extra precaution "during radiographic examinations in which the patient is placed in a seated position at the vertical system." The tube column may pinch the patient's leg when it is moved downward to adjust the height or angle of the x-ray tube leading to potential injuries to the patient's knee or hand. Siemens has issues an annex to the operating instructions for customers operating this system. The addendum clearly defines this additional danger zone and makes note to pay special attention to the sitting patient during downward tube movement. This update instruction was reported to FDA under c and r # 2240869-10/25/10-0013-c (z-0717-2011). No system malfunction has occurred. The danger of crushing patient with compression unit is described in the operator manual. (B)(4).